Event description:
It was reported that during priming, leakage occurred at tube line. Ref.: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provided product failure investigation, analysis and corrective actions for the device described in this report. Device investigation is still under progress to determine the root-cause and further corrective actions. A supplemental medwatch will be submitted as soon as further information becomes available.